Event description:
Olympus med sys corp (omsc) was informed that during colonoscopy the doctor attempted to cut a loop but it was stuck in the cutter. The doctor could not temporarily withdraw the subject device from the pt. The doctor cut the insertion portion with a nipper and cut the loop using spare loop cutter as described in the instruction manual. Then, he could withdraw the device from the pt. There was no report of pt injury regarding this report.

Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the loop got caught in the distal end of the device and the cutter could not open. In addition, the loop could not be removed from the cutter. The lot number was unclear. However, as the result of checking the manufacturing record of the all lots which had been delivered to the facility, nothing abnormal detected. Omsc assumes that the loop was no positioned correctly on the loop hanger and the loop got stuck in the loop hanger of the product. This report is being submitted as a medical device report in an abundance of caution.